Manufacturer narrative:
Device was used for treatment, not diagnosis. Lot number was provided on february 20, 2015. Manufacturing locations were updated based on this information. Subject device was received on february 25, 2015. A review of the device history records was performed for the subject device. The review revealed there were no non-conformances generated during the production of the subject device. There were no issues during the manufacture of the subject device that would contribute to the complaint condition. The device was received. The investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Iif information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient identifying information is not available for reporting. Device is an instrument and is not implanted or explanted. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation evaluation: investigation summary for part number 03.503.083, lot number 8133590: the investigation shows wear and tear signs around the surface of the complained screwdrivers¿ shaft. The edges at the cruciform tip are rounded. The manufacturing review shows a non-conforming report, which had no negative influence on the design, functionality, and quality of the product. The correct material ((B)(4)) and hardening (range: 485 0/+60 hv10) procedure was used. A 100% functional check guaranteed the functionality of all instruments prior to leaving the manufacturing facility. Based on the received information, and without the involved screw, we cannot determine the exact root cause. The appearance of the tips is clearly an indication that both instruments were often and intensely used. It is likely that the rounded edges at the cruciform made it difficult to grab a screw. This occurrence finally led to the malfunction of the devices. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. We are not able to determine the exact cause of this occurrence as no detailed clinical information is available. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a jaw-surgery procedure took place on (B)(6) 2015. After osteotomy, the surgeon was unable to grasp a screw smoothly with the two (2) reported screwdrivers while trying to fix a plate. The surgeon completed the operation with a third (spare) screwdriver. The surgery was completed with a delay of an unspecified amount of time. The screws are not available for the investigation because they were left inside the patient¿s body. This report is 1 of 3 for (B)(4).